Event description:
The customer reported that the balloon obstructs the catheter once inflated and they had a lot of difficulty deflating the balloon.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: one unused device from the reported lot number was received at the manufacturing site for investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the returned device, the reported issue was not confirmed; the device was able to deflate as per normal function. However, a photo was received and upon visual evaluation, the reported issue was confirmed; it showed a flat wall condition which caused the difficulty deflating. A root cause analysis indicated that this occurred during the manufacturing process. A quality alert was issued to the responsible personnel to emphasize the importance of monitoring for this issue. All information received will be used for further tracking and trending purposes.